Event description:
Boston scientific received information that both this right atrial (ra) lead and left ventricular (lv) lead were exhibiting high pacing threshold and impedance measurements. They were suspected of having conductor fractures. A revision procedure took place and the entire device system was explanted and replaced. The physician suspected the issue was a result of all three leads being implanted through a single venous access (only one stick for all three leads). The rv lead and the generator of the original system have did not exhibit any product performance issues. The leads did not plan to be returned for testing because the hospital pathology department would not release them. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.